Event description:
A customer reported that on (B)(6) 2014 while using an omnipod insulin pump in conjunction with unspecified adc test strips involved in the recent recall received unspecified readings. It was further reported the customer experienced a "hypoglycemic reaction" which resulted in the customer self-administering a glucagon injection. No further information was obtained despite multiple, unsuccessful, attempts to contact the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The test strip lot number is unknown; hence the date of manufacture is unknown. Customer also noted experiencing a similar event which occurred on january 30, 2014, which has been reported under a separate MDR number.